Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported the insulin pump was consistently alarming with no delivery. His blood glucose was 6.0 mmol/l. Customer attempted to use different infusion sets, but the issue continued and blood glucose was high when customer woke up. The customer used a brand new reservoir and the pump again alarmed with no delivery. When asked to push insulin through manually, the insulin did exit. Customer reinserted reservoir and pump continued to alarm with no delivery. Customer was advised the device would be replaced and agreed to return the product for analysis.